Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: there was no evidence of excessive battery usage observed in the pump's black box. The pump's current draws were within specifications. There was no evidence of excessive pump temperature duplicated during the investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.